Event description:
Intra aortic balloon inserted at beginning of surgery. Balloon remained intact for 7 days, during which time the pt remained very ill and arrested several times. The balloon was noted to rupture.